Manufacturer narrative:
Insulin pump had corroded keypad traces. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It is reported that the customer called in about a button error alarm he received on his insulin pump. The patient's blood glucose level was not recorded. It is unknown why the button error alarm occurred or as to what led to the alarm. The pump was replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.